Event description:
Related manufacturer report number: 2017865-2022-09048. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This noise resulted in pacing inhibition. Intermittent extra-cardiac stimulation was also noted. The lead was capped on (B)(6) 2022 and successfully replaced. The left ventricular lead, which was previously deactivated due to muscle stimulation, was also capped. The patient experienced discomfort but was stable following procedure.